Event description:
Reportedly, upon inflation of balloon with advised amount of air, the balloon burst in the pt. The rubber pieces had to be removed from the pt and another devise opened. Procedure: prostatectomy.